Event description:
It was reported that when the lead was attached back to the new device after change-out, the superior vena cava value showed 'none'. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.